Event description:
Pt had PICC line placed in left arm at hosp on 9/28/98 for home administration of intravenous antibiotics (tobramycin, fortaz). Pt treated at home by home care agency beginning 9/30/98. On 10/8/98 pt called complaining of pain, swelling and tingling in left arm and face. Rn made visit to home to assess pt reported assessment to md. Pt sent to ER and was admitted for treatment of deep vein thrombosis left arm. PICC line removed in hosp. New medications ordered for treatment of deep vein thrombosis.